Event description:
During the procedure, the surgeon removed the coblator from the patient's mouth to clean it. The prongs were flushed and wiped in a towel. After wiping it, two prongs were noted to be broken off.